Event description:
It was reported that an ongoing minimum fill notification intermittently occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer experienced a high blood glucose reading that displayed as ¿high,¿ though specific value was unknown. Customer administered a manual injection to address bg. A new cartridge was loaded to resolve the issue.